Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. Blood glucose level was 500 mg/dl. The customer did not report symptoms as a result of high blood glucose level. Customer was treated with insulin pump and manual injection for high blood glucose. The customer did not allege insulin pump was under delivering. The device will not be returned for analysis.